Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia, vomiting and abdominal pain, on (B)(6) 2019 with blood glucose level more than 554 mg/dl and treated with insulin drip and was taking manual injections at hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer states they threw up and blood glucose went up 125 mg/dl points when they was trying to bolus using the insulin pump. Customer states insulin pump had malfunctioned the insulin pump will be and other devices will returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window and scratched reservoir tube window. (B)(4).